Event description:
It was reported that images were lost when using the 9600+ system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Identified the need to replace the pnl processor pcb and the cpp I/o pcb. The required parts have been ordered. Once replaced, it is believed that the reported issue will be addressed. If additional info should indicate otherwise a follow-up report will be submitted as required.